Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer in (B)(6) on 12-sep-2016 who had essure (fallopian tube occlusion insert) placed on unspecified date. According to reporter, months after essure insertion (date not provided) she presented abdominal pain, pelvic pain, fibromyalgia, headache, and inflammation on belly. All the events were considered as related by consumer. On unspecified date, essure was removed and, after five years of suffering, she continues having fibromyalgia (a chronic disease). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and pelvic pain. Essure was removed. These events are listed in the reference safety information for essure. Abdominal and pelvic pain may occur with essure therapy. In this case, it was reported that months after essure insertion, she experienced these events. Based on their nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
An updated quality-safety evaluation was received on 09-dec-2016. Ptc global number (B)(4). Lot number: 717521; manufacturing date: 2010/02; expiration date: 2013/02. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-dec-2016 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 797 cases. Pelvic pain. The analysis in the global safety database revealed 1926 cases. Device dislocation. The analysis in the global safety database revealed 869 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who essure (fallopian tube occlusion insert) inserted and experienced abdominal pain, pelvic pain and hemorrhages (interpreted as genital hemorrhage). It was reported she had two essure devices inserted on left side (one in her fallopian tube and the other one "fallen" in abdominal cavity, seen as device dislocation into abdominal cavity) and one on the right fallopian tube. Essure was removed. These events are anticipated in the reference safety information for essure. Abdominal, pelvic pain and genital hemorrhage may occur with essure therapy. In this case, it was reported that few months after essure insertion, she experienced these events. The exact date and mechanism of device dislocation into abdominal cavity were not known. Based on their nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. No sample available for this investigation, but a review of the manufacturing batch record was conducted. According to the product technical complaint, product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Follow-up information was received on 17-nov-2016. Consumer's weight and height were provided. On (B)(6) 2011, essure lot number 717521 was implanted. A few months after insertion, her torture started as she began to have very strong pains in abdomen, pelvis, headache, hemorrhages and inflammation on belly, all the pains were chronic and unbearable, without counting the psychological damages that essure caused her for five years due to chronic pain. Her case was a bit complex as she had two essure devices inserted on left side (one in her fallopian tube and the other one "fallen" in abdominal cavity) and one on the right fallopian tube. She commented that four years after essure placement she was diagnosed with fibromyalgia. On (B)(6) 2016 essure was removed. Events remitted on the same day that essure was removed. Refers it was evident that her physical ailments were caused by essure, as nine months have passed since removal, and she does not have any more the referred pains. She took anti-inflammatories, analgesics and antidepressants for five years, and at the time of this report she was not taking any medication. She added that her life was destroyed on (B)(6) 2011, as essure was recommended to her as something wonderful, but today she has a chronic muscle disease (fibromyalgia) and without her fallopian tubes. She stated it was the worst decision she has made in her life, as she was not warned about secondary effects, contrary, she had not placed them. All the events were considered as related by consumer. Quality-safety evaluation of ptc received on 21-nov-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who essure (fallopian tube occlusion insert) inserted and experienced abdominal pain, pelvic pain and hemorrhages (interpreted as genital hemorrhage). It was reported she had two essure devices inserted on left side (one in her fallopian tube and the other one "fallen" in abdominal cavity, seen as device dislocation into abdominal cavity) and one on the right fallopian tube. Essure was removed. These events are anticipated in the reference safety information for essure. Abdominal, pelvic pain and genital hemorrhage may occur with essure therapy. In this case, it was reported that few months after essure insertion, she experienced these events. The exact date and mechanism of device dislocation into abdominal cavity were not known. Based on their nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.